Manufacturer narrative:
The subject device has not been returned to omsc, but was returned to oekg for evaluation. The evaluation confirmed a cylindrical metal material stuck within the biopsy port. The foreign metal material was not the part of the subject device and oekg could not identify where it came from. The foreign metal material possibly stuck at the time of a lending previous to the user facility or during handling before the procedure at the user facility. The operation manual has already warns ¿confirm that the forceps elevator is lowered, then insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end.¿,¿before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5.¿

Event description:
Olympus medical systems corp. (Omsc) was informed that during ercp (endoscopic retrograde cholangiography) for biliary stent replacement, the user facility could not insert the stent into the biopsy channel port of the subject device since a foreign material was stuck within the biopsy channel port. The procedure was reportedly canceled since the foreign material was hard and the facility could not remove it from the port during the procedure. It was also reported that the subject device was loaner device of olympus europa kg (oekg). There was no report of patient injury associated with this report.